Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported the patient had the device implant on the right side of their upper hip area. The patient noted the day after surgery they had radiating needle like pain starting in their hip. The patient noted the only thing that helped was to wear baggy dresses or better yet, nothing. The patient stated they could not stand anything to touch that area without needle like pain. The patient a week later a testing with the manufacture representative (rep) took place resulting in a pin that hit them like an electric shock, the patient noted it went into their right hip and thigh and they sobbed. The patient noted the device was turned off and they were told it needed to be surgically removed. The patient noted the first surgery for the trial went well and the trial improve their urge incontinence 90% and they were trilled. The patient noted the second surgery of the permeant device was done then the pain started immediately. The patient stated they thought it would end after the surgical incision healed, but it did not. The patient noted the permanent device was removed on (B)(6) 2018. There were no further complications that have been reported as a result of this event.